Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient fell on (B)(6) 2019, and reported after that time having pain at the pocket site, and the battery feels loose, they are having trouble connecting to their ins with their patient programmer (pp) and the battery is not holding a charge. The patient stated they are charging 4-5 times a day. The patient had charged the night before, but when meeting with the rep their battery level was too low. The patient was charged and impedances were checked and were in the 2000 range. The issue has not been resolved at the time of the report. The patient feel the battery needs replacing, but the patient's recharge data is not reflecting what the patient is reporting. No further complications were reported. No patient symptoms were reported.